Event description:
Dr a was about to place a bard foley cath into a pt as the gastric tube was accidentally pulled by physical therapy. While taking this reported 16fr cath out of the package, it broke in half while being held in a normal manner - it appeared old and dry - . The package did not have an expiration date. A second catheter was obtained - 10fr and the md attempted insertion of the catheter. He noted a crack and pulled the catheter out and the tip broke inside the pt while pulling the catheter back out. The physicians were not able to tell if any catheter remained in the pt based on the x-ray and the likelihood of any damage to the pt would be minimal if any at all. X-rays were obtained once they inserted another catheter in properly. In 2007, met with bard rep elna cardenas, who did an inventory of the product and is currently replacing the stock with an upgrade stat lock silver catheter. We are also searching for an appropriate catheter to be used as a feeding tube.